Event description:
Pt received advate every other day for factor viii deficiency. Advate comes with a baxject needleless transfer device to reconstitute the advate with sterile water. The baxject ii used to reconstitute the advate does not fit on the vial of advate or sterile water (diluent). Both vials should fit securely on device and not move but this baxject allows a spring-like movement between the bottle and the device. Pt's mother had to press vials together to make device work properly. Dates of use: (B)(6) 2012. Diagnosis: factor viii deficiency.